Manufacturer narrative:
The complainant reported that the device would not be returned for eval; consequently, a physical evaluation will not be performed. We are unable to determine if the device met specification. A ship history was performed and found that lot number 9409068 was the last lot sent to this customer in the past six months. A lot history searh was perfomred and found no other complaints for lot number 9409068. A review of the device history record was performed for lot number 9409068 and revealed no anomalies. The 02/2007 15- month trend report for this product family was reviewed; no adverse trends were noted. At this time, we are unable to determine the relationship between the device and the case for this event.

Event description:
The physician reported that in 2007, a therapeutic radio frequency ablation (rfa) was performed on the lung of a female pt (age unknown) with lung cancer. The procedure was performed percutaneously and algorithm was followed. The electrodes were applied to the pt per the dfu instructions. Roll-off was achieved. The total time energy applied is unknown. The highest power achieved was 140w. The procedure was successfully completed. Five days later, on a subsequent visit to the physician, the pt was found to have developed a visible skin burn to the chest, located at the percutaneous insertion site. The burn was 8mm in size and was diagnosed as a secon degree burn. It was treated with silvadine cream. The pt is reported to be recovered and asymptomatic.